Event description:
It was reported "the doctor found the luer hub damaged during use on the patient." Additional information reports "the luer hub had cracked." The user changed to a new set. There was no medical intervention required. The patient's condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one connector assembly for analysis. The molded compression fitting, and the green sleeve were present and were threaded onto the juncture hub. Signs of use were observed. Visual analysis revealed the red arterial luer hub contained two cracks. Stress marks were also noted around the threads. Microscopic examination confirmed the damage. The appearance of this damage is consistent with overtightening or repeated tightening of the hubs. No defects or anomalies were observed on the blue venous luer hub or any other components. Both luer connections were functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube." A lab inventory syringe filled with water was used to flush each extension line. When flushing the arterial line, water was observed leaking from the crack. No leaks were observed when flushing the venous line. During this functional testing, a portion of the arterial luer hub became further cracked and separated. A manual tug test confirmed both luer hub were securely attached to their respective lumens. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines , syringes and caps will reduce connector life and could lead to potential connector failure." The report of a cracked luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the red arterial luer hub contained a crack and damage consistent with overtightening or repeated tightening of the hubs. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found the luer hub damaged during use on the patient." Additional information reports "the luer hub had cracked." The user changed to a new set. There was no medical intervention required. The patient's condition is reported as "fine".